Event description:
During a neurosurgical case, a pelvis posterior fusion case, blood clotted off all within the tubing the clotting happened early in the case, roughly 2 hours into it. 400cc heparinized saline had been run through the tubing - the clots had to be flushed out with 400 ml of ancef nacldevice #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.